Event description:
Heater unit went into uncontrolled heat mode with no alarm after an emergency generator test. Controls were unresponsive. Operator discovered the problem before it affected the patient. Unit reset. Hospital tested unit and found no problem. Unit sent to manufacturer to test. The manufacturer has observed this event at other facilities. They recommend we implement a plan to inform staff that this could occur during a generator test so they can monitor at risk patients. This may be reasonable for known generator tests, however it leaves you quite vulnerable. Two emails to the vendor have not yielded a response.